Event description:
It was reported that the patient experienced an intermittent pain and a shocking sensation from their implantable neurostimulator (ins), specifically at the lead/extension site. It was noted that the patient was sitting in church listening to the service when the pain and shocking started. In addition, it was reported that the patient had fell down some stairs a few months ago while visiting family. The patient had subsequently been dealing with pain in the hip area because of the fall. There was no return of the patient's symptoms during the event. The patient did turn off the stimulation for a few minutes but the shocking persisted. Additional information received indicated that the patient experienced the shocking every 20 seconds, with the shocking lasting for 2 to 3 seconds which caused the patient's pain (5-10 on a pain scale 10). In addition, it was reported that the shocking did stop when the stimulation was turned off but that the patient's "eyelids closed". It was also noted that the patient did have an MRI following the fall a few months ago. The patient was to receive an anti-inflammatory shot for the pain from their physician. Additional information was requested, but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-10468.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 748240 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7438 lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID, 3387-40 lot# j0225421v, implanted: 2002 (B)(6), product type lead product ID, 3387-40 lot# j0225421v, implanted: 2002 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient had falls due to their implantable neurostimulator (ins) not being adjusted correctly. It was noted there were changes that had occurred in the last month prior to report. It was stated the caregiver had ¿gone crazy¿ and they were thrown in jail because of ¿implant stress that the implanted patient¿s caused.¿ it was noted the patient was implanted in 2002 and they have had 3 battery changes since. It was stated in 2006 they replaced one side and everything was fine. It was stated 2 years prior to report the patient had fallen down the steps two times and they had chronic hip pain and subluxation in their spine due to the falls. It was noted they had hit their head and had to be rushed to the hospital. It was noted they had ¿3 near misses.¿ it was noted the last fall was on (B)(6) 2014. It was stated they were walking and had tripped and hit their head on the curb. It was stated they had a big egg on the back of their head. It was noted the patient had a pet scan and they were released. It was stated the call was disconnected due to verbal abuse.